Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19830. During an in-clinic follow-up, episodes of noise resulting in oversensing and automatic mode switching (ams) were observed on the right atrial (ra) lead. The suspected cause of the noise was ra lead insulation damage, which was unable to be confirmed with diagnostic imaging. Reprogramming was performed to resolve the event. The patient was stable.